Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture."

Event description:
Patient reported "implant rupture." Device remains implanted. Affected side unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported unknown side discomfort and pain in the mammary glands, shape of breasts began to change, general deterioration in health, breast sagged and lost its shape, intracapsular rupture, periprosthetic seroma, and diffuse fibroadenomatosis, multiple breast cysts. The device remains implanted.

Event description:
Received voice mail on 06apr2021 via allergan russia toll free stating "I've been implanted in (B)(6) 2016 with natrelle implants, yesterday as per MRI - implant rupture." (B)(6) 2021 - record reviewed - reviewed risk assessment (ra) justifications based on the information provided at this moment in time. This device is PMA approved and the event of rupture is considered to be serious so the medical device reportability (MDR) decision will be reportable. The vigilance reportability decision will be made by the local allergan representative. Should this record be deemed reportable documentation of the submitted report will be provided, if required. (B)(6) 2021 jr: additional information received from the patient on the 28apr2021 - "I was installed implants on (B)(6) 2016 st-410mf (B)(6) , photo is attached. In 2019, I felt discomfort and pain in the mammary glands, the shape of her breasts began to change, and a general deterioration in her health. In 2021, the right breast sagged and lost its shape. On (B)(6) 2021, an MRI scan of the mammary glands was done. Conclusion: MRI picture of intracapsular rupture of the right breast implant, moderately pronounced bilateral periprosthetic seromas. Mr picture of diffuse fibroadenomatosis, multiple breast cysts." Additional events codes added to the original record of rupture pending a medical assessment mr-000819 to confirm severity of lump/nodule. Pain (e2110) to capture ¿I felt discomfort and pain¿. Deformation (a0406) to capture ¿the shape of her breasts began to change, the right breast sagged and lost its shape¿. Seroma-late (e0307 to capture ¿periprosthetic seromas¿. Lump/nodule (e1403) to capture ¿diffuse fibroadenomatosis¿. Cyst (e1802) to capture ¿multiple breast cysts¿ (B)(6) 2021 jr: record reviewed and medical assessment mr-000819 completed and details updated. (B)(6) 2021 jr: record reviewed and await fu from allergan russia (sana).

Manufacturer narrative:
Supplemental medwatch being sent to correct error in g3 of previously submitted report.